Event description:
It was reported that a device interrogation measured 2.51v. A review of save to disk data showed battery voltage of 2.89-2.93v. The device remians in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and low telemetered battery voltage was noted. On (B)(6) 2010, the battery voltage with telemetry was 2.51v and the daily measurement was 2.89v.